Event description:
It was reported that the left monitor on the 9900 system went blank during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were re-seated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.